Manufacturer narrative:
The customer reported the issue of the autopulse platform displayed user advisory (ua) 12 (lifeband not present) error message was confirmed during the archive review but not during the initial functional testing. To resolve the issue, the belt clip switch assembly was adjusted to a parallel position. During initial power-up, the platform displayed user advisory (ua) 41 (patient temperature sensor failure) error message upon powering up, unrelated to the reported complaint. The temperature sensor needs replacement to address the issue. No physical damage was observed during the visual inspection. As part of routine service during testing, the platform was examined and unrelated to the reported complaint, the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. The sticky clutch plate requires deburring to remedy the issue. The archive data was reviewed and contained user advisory (ua) 12 error message around the reported event date, thus confirming the reported complaint. Upon customer approval, the platform will be further tested to full specification. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of complaint reported for autopulse with serial number (B)(4).

Event description:
It was reported that the autopulse platform displayed user advisory (ua) 12 (lifeband not present) error message. No known impact or patient consequence was reported. No additional information was provided.